Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the position of the right ventricular (rv) lead was not ideal which led to failure to sense and poor capture. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.